Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and found in backup vvi mode. The device was automatically restored to normal function by the programmer. The patient was stable with no consequences. Further review of the device records indicated that the reported issue was likely caused by electromagnetic interference.